Event description:
It was reported that patient experienced trouble keeping the implant off at the end of the day, resulting in therapy running unintentionally throughout the night. They state this had happened 4 out of 7 times. The device appeared to freeze, requiring multiple swipes, and the handset was not connecting to the communicator. The patient expressed frustration with the handset due to the need to swipe and tap multiple times, and also faced difficulties turning off the handset. During a call, the agent reviewed the difference between powering off the handset and turning therapy off, and the patient was able to successfully turn therapy off and back on. The patient also successfully powered off the handset during the call. The agent reviewed how to reset the communicator, and the patient was able to connect. The patient was advised to confirm on the handset that stimulation had been turned off and to clean the screen, ensure fingers are warm, and use the pad of the finger. The patient will monitor the situation and call back if further assistance is needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.